Event description:
It was reported that after the software was upgraded on the device, elective replacement indicator (eri) became imminent. The battery voltage went from 2.83v to 2.78v in 9 months, and early battery depletion was suspected. The device was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. The analysis found the battery depletion was normal.